Event description:
On (B)(6) 2008, this patient was implanted with three gore excluder aaa endoprostheses to treat an infrarenal abdominal aortic aneurysm. In (B)(6) 2010, the patient developed abdominal and back pain. It was reported the patient was bacteremic and had a staph infection. On (B)(6) 2010, a CT found a sway infection (pus and fluid) around the graft, but the physician reported there were no endoleaks and the graft was working perfectly. On (B)(6) 2010, all three gore excluder aaa endoprostheses were explanted due to a (B)(6) infection around the endografts. According to the physician, the original source of the infection is unknown. The physician also removed thrombus from the sac, then performed an endarterectomy of the entire aneurysm sac to remove any of the previously infected material. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in this event. (B)(4)